Manufacturer narrative:
Below is a follow up response after evaluating the device. Received device 11/5/1997. The results showed that the instrument was out of calibration. Repairs included : calibration plate, new width blade set, gauge bar, head and cord sleeve. The unit showed a great deal of misuse and lack of maintenance. Calibration should have been checked by the nurse or surgeon prior to placing this unit into service.

Event description:
Customer service rec'd a call regarding an event using a padgett dermatome. The facility was "fazzeled" and upset when asked to describe what had happened. Facility stated the surgeon using the dermatome was in the process of taking a skin graft, which started out just fine. Momentarily after that, the blade made a large laceration on the upper thigh of the pt. The procedure was discontinued. The pt was given 8-10 sutures. Facility also stated that the blade was not properly assembled in their facility, and further stated that the calibration appeared to be ok. Source also stated that .... Didn't believe the blade was snapped on the oscilating pin properly. There were no noises heard nor vibrations felt while running the dermatome. Upon checking the history of this unit, it was noted that it had not been in for routine maintenance check-up or repair since 5/12/1995.